Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer observed the systems universal surgical manipulator (usm) 1 had engagement issues. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had tried several instrument and re-draped the usm, and nothing would engage onto the usm. The tse reviewed the system logs and confirmed the engagement failures indicating the discs were not at empty spin val, so engagement failed at startup. The customer stated the tip left disc did not rotate when engaging the sterile adapter. The tse recommended the customer attempt to rotate the disc manually, and it would not move/rotate. It was noted the customer would switch to their other da vinci system. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) informed the procedure in which the usm issue occurred was a nissen procedure. It was noted the system was inspected prior to use and no issue with port placement occurred. Prior to the reported issue, the system had been in use for one (1) hour and eleven minutes. The roco called into technical support, and troubleshooting did not resolve the issue; therefore, they decided to replace the patient side cart (psc). The reported delay was between 40 to 45 minutes. The surgeon believed the usm had a button that was not turning properly and would not engage and resulted in a recoverable fault. No outside influences were observed. The roco confirmed there was no post-operative complications as a result of the reported issue and the swapping of the psc. The procedure was completed robotically with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered the system and found the systems universal surgical manipulator (usm) arm 1 was in a faulted status and never homed. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "engagement failure and errors 23062 and 22020 on degrees of freedom (dof) 7." An fa technician installed and tested the unit on an in-house system and it failed normal mode as it triggered error(s) 23062 on dof 7. The error logs/system logs showed that there were various error(s) 22020. The unit failed on the patient side cart fixture test platform (pftp), as it failed the carriage strength test and direction test on dof 7. The unit also failed the carriage friction tests speed low and speed high on dof 7.